Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that oversensing was observed on the right ventricular lead. Clavicular crush was suspected. The rv lead was capped and replaced on (B)(6) 2018. The patient was fine prior, during and post procedure.